Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that he had a medical procedure that morning and had to take his insulin pump off. The customer experienced a high blood glucose level of 600 mg/dl. The device was not returned.